Event description:
It was reported: unispacer dislocated anteriorly while pt was performing rehabilitation exercises in their home. Pt was lying on their belly while flexing and extending their knee. The implant dislocated and essentially locked the pt's knee because of the pain. The unispacer was revised to a thicker implant (from a 2mm to a 3mm) 3 days later.